Event description:
An optometrist reported that a patient who underwent bilateral prk was diagnosed with dryness, allergies, and vision fluctuations, at the two month postoperative visit. There are two mdrs associated with this event. This report references the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).